Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the suspect medical device was implanted for primary breast reconstruction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity, anisomastia. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a white-hispanic female patient who underwent an unspecified breast reconstruction with 620cc mentor memoryshape breast implant experienced right-sided cutaneous contour deformity and anisomastia postoperatively. The patient presented with wrinkling and asymmetry on the right breast. As a result, the patient underwent unilateral explantation and replacement with 620cc mentor memoryshape breast implant, catalog # 3341452, right lot-serial # (B)(4) on (B)(6) 2018.